Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complaint. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Sterile lot record review was conducted for the disposable device and was confirmed to be within specified limits. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report number 1222780-2011-00137. Nine days following an uneventful novasure endometrial ablation (done on (B)(6) 2011) the pt returned with "fever and abdominal pain." The pt had a hysterectomy on (B)(6) 2011. The pt was discharged on (B)(6) 2011. On (B)(6) 2011, it was reported that the pathology report indicated "cervix unremarkable. Endometrium - secretory with hemorrhage and inflammation and was remarkably ragged and friable upon examination. Myometrium - serosal hemorrhage." On (B)(6) 2011, the nurse reported the "pt is doing well." We have been unable to obtain additional info surrounding this event.